Manufacturer narrative:
Investigation results indicate that the bur was subjected to an excessive bending moment, or experienced shock loading due to contact with metal, which overloaded the bur and caused it to fracture. The associated devices IFU's state that the device and associated handpieces are "intended for surgical procedures involving cutting bone and hard tissue". The quality investigation is complete.

Event description:
It was reported that during a wisdom tooth extraction procedure, the bur broke at the tip. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a backup bur.

Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a wisdom tooth extraction procedure, the bur broke at the tip. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully using a backup bur.